Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that wash 1 reagent was dripping from the wash 1 resuspend port into the incubation ring cuvettes. The cse determined that the resuspend port tubing was leaking. The cause of the progesterone and testosterone imprecision was due to a leaking resuspend port tubing. The cse replaced the resuspend tubing and successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported progesterone and testosterone imprecision on an advia centaur xp instrument. The customer was not processing patient samples during the time when progesterone and testosterone imprecision occurred. There were no reports of adverse health consequences or known patient intervention due to the progesterone and testosterone imprecision.